Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead were explant due to noise/oversensing resulting in inappropriate shocks. The ICD was interrogated and noise was seen on the pace/sense channel. It was suspected that the rv lead pace/sense portion had a conduction issue. The lv lead was placed into the rv pace/sense port. The ICD will be returned. No additional adverse patient effects were reported.

Event description:
Additional information noted that the field representative did not have the device available for return, thus at this time the device has not been returned.